Manufacturer narrative:
(B)(4). The pc unit ((B)(4)) has been received and the evaluation is pending. The pump module was not sequestered. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer's hospital incident report states "rec'd pt on precedex drip at 0.9 mcg/kg/min but running at 69.3 ml/hr. Pt s/p replacement of aortic arch. Pt requiring sedation as pt was still at temp = 33 degree c. Precedex drip recalculated to 0.9 mcg/kg/min and readjusted to 17.3 ml/hr. (B)(6) made aware. Precedex drip off for now awaiting pt to wake up and respond to stimuli." Drip was started at 1800 and over infusion found at 2000. Precedex concentration was 100 mcg/ml. Pt only requiring monitoring. The customer did not provide any add'l pt or event details.